Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a lead revision took place and this right ventricular (rv) lead was capped and replaced. The implantable cardioverter defibrillator (ICD) remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted approximately 3 years leater for an unrelated issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed shock impedance measurements greater than 200 ohms. The patient was brought in for further evaluation. The device was reprogrammed to rv coil to can, eliciting shock impedance measurements within acceptable limits. It was suspected that the proximal coil was fractured. The patient was released and defibrillation threshold (dft) testing was scheduled for the following week. To date, no adverse patient effects were reported as a result of this clinical observation.